Event description:
It was reported that the patient had swelling at the site of the pump. Pt had some weight gain since implant and had issues with where the pump was implanted. Pt reported that her pump had flipped in the past. The patient subsequently experienced swelling, tenderness and stated her arm "no longer works." Additional info has been requested and will be made as follow up, as it becomes available.

Manufacturer narrative:
(B)(4)